Event description:
It was reported via repair work order that the power cord sheathing was coming off the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.